Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus france (ofr). Following additional high level disinfection at ofr, the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test by the facility, the suction channel of the subject device tested positive for acinetobacter sp.(33cfu/endoscope). The facility had been reprocessed the subject device using non-olympus automated endoscope reprocessor (model;adaptaclean, wassenburg) with peracetic acid. There was no report of infection associated with this report.